Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the physician was planning to replace the catheter, but was unable to detach it from the pump. The whole system was replaced. Patient recovered without sequelae.